Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not uploading and was showing retry mode on healthsight viewer (hsv), which was related to the adt.encountersnapshot (encsnapshot) purge process. A technical support specialist (tss) found in server logs that purge activity was completed where queued and deleted record counts matched, indicating normal purge execution. Then the tss followed the steps in knowledge article "upload processing failure - purge statistics errors in sync 2.0" after which the customer confirmed that patients were crossing successfully, though inventory discrepancies were initially noted. A station synchronization was performed without dropping the database, and upload status was monitored. Further review determined that the retry condition was caused by a purgestatistics key mismatch, which can occur when a full station synchronization is initiated close to the purge statistics upload window, resulting in the station generating a new purgestatisticskey that conflicts with the existing server record. This behavior was confirmed as expected and non-impacting, and the associated purgestatistics error for pah2sp was cleared via synchronization information 2.0. Subsequent verification confirmed normal upload activity, and the customer later acknowledged that the issue was fully resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the inventory was not updating. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.